Event description:
A hosp in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber overfilled during set up. There was no pt consequence.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare. We will provide a f/u report upon receipt of the chamber and completion of our investigation.